Event description:
Vessel sealer #1 was in use dissecting the vaginal margin/cuff when error appeared stating "blade exposed, remove device" and doctor was unable to use device. It was replaced with another and the same issue happened, and they were unable to use again. Sequestered both devices and submitted to supervisor.======================manufacturer response for vessel sealer for da vinci, (brand not provided) (per site reporter).======================this is a continual problem with these devices.so far, no response from manufacturer.